Manufacturer narrative:
This report is submitted on december 2, 2021.

Event description:
Per the surgeon, the patient experienced an infection (location and treatment of the infection unknown). The device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device. Further information is being sought from the clinic.